Manufacturer narrative:
Philips service replaced/upgraded the touchscreen module. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the tablet freezes during operation and there was an intermittent footswitch issue on a azurion 7 m20. The clinical use of the system was in clinical use. There was no reported patient or user harm.